Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that on (B)(6) 2014 one 4.0x23 xience xpedition stent was implanted in the 99% stenosis in the mid right coronary artery. At the two year follow-up contact on (B)(6) 2016 the patient was reported to have expired. No additional information was provided.